Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue with the 'up', 'down' and 'ok' buttons. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/25/2015 device evaluation: the pump has been returned and evaluated by product analysis on 09/04/2015 with the following findings:on investigation, the alleged button tactile issue was not duplicated. The keypad cover was intact and no tactile issue was found with any of the buttons. Removal of the keypad cover did not find any contamination or anomalies with the button contacts. The pump casing was opened and no anomalies were found with the keypad connector wires. Unrelated to the complaint, the pump powered up to a dim and discolored display screen with auditory and vibratory features.